Event description:
It was reported before use of the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there is a hard globule of lubrication observed on the cannula before use. ".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-23. H.6. Investigation summary: bd received 2 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for excess lubrication was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for excess lubrication with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode excess lubrication. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there is a hard globule of lubrication observed on the cannula before use. "